Manufacturer narrative:
Analysis was performed on the returned device. The suture malposition and bent guide were confirmed. The reported difficulty to close the foot was confirmed based on returned device condition, however, the lever was opened, and the foot deployed with no resistance noted, then the lever was closed and the foot fully retracted with no resistance noted. This test was performed several times and noted no resistance nor anomaly. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatments appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a radiofrequency ablation procedure. Reportedly, the prostyle device was deployed through step 4, lowering the footplate lever. When attempting to remove the device, resistance was noted. The footplate was opened and closed several times. When the device was removed, it was observed that the suture and knot came out of the anatomy with the prostyle foot not completely closed. An 8f introducer sheath was placed with light bleeding oozing observed around the sheath. The sheath was removed and noted to be kinked. The procedure was postponed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.